Manufacturer narrative:
The data was gathered as part of an ongoing prospective clinical study (pmcf): mis refresh, available on clinicaltrials.gov: https://clinicaltrials.gov/ct2/show/study/nct02057744?term=mis+refresh&rank=1#contacts. These adverse events are being submitted shortly after the company completed an internal retrospective review process of historic records.

Event description:
According to data that was gathered as part of an ongoing prospective clinical study (pmcf), three adverse events were reported with the following issues: one patient suffered from right lower extremity radiculopathy. A revision surgery was performed. One patient suffered from left foot drop, requiring conservative treatment and/or medication. One patient suffered from pseudoarthrosis. Only the second event resulted in a permanent damage or disability. The two other events were resolved.